Event description:
Customer states the device failed opcheck due to therapy knob failure. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.